Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance spikes on the right ventricular (rv) lead. The shock impedances are varying between around 55 ohms to greater than 200 ohms. The patient was brought in and a defibrillation threshold (dft) test was performed. The shock impedances were normal and not out of range, so the products remain in service. No additional adverse patient effects were reported.